Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The three-way stopcock and pressure tubing were also returned. Three kinks were observed on the catheter tubing approximately 74.2cm, 72.6cm and 42.2cm from iab tip. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported problem. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was connected, the console displayed "fiberoptic broken - not communicating". The customer was recommended to unplug the fiber optic and plug it back in, however, this did not resolve the issue. They were then advised to leave it unplugged. The iab was in use for approximately three days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Initial reporter occupation: rt(r)(vi), scheduler and inventory specialist the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The three-way stopcock and pressure tubing were also returned. Three kinks were observed on the catheter tubing approximately 74.2cm, 72.6cm and 42.2cm from iab tip. A sensor output test was performed, and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and no breaks were observed along the length of the optical fiber. The evaluation confirmed the reported sensor failure. The root cause is addressed under (B)(4); in which it was found that the optical fiber was broken inside the connector assembly. Total preventive maintence was implemented for the eddy dispenser to establish a frequency maintenance using maximo platform. Additionally, weighing method improvement was implemented to ensure correct epoxy amount was placed into sensor cable connectors. An additional corrective action was guard installation with automatic motion on eddy dispenser to prevent take out connectors during epoxy injection cycle. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).